Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored pacemaker mediated tachycardia (pmt) episodes which appeared atrial driven. Electrogram (egm) review crosstalk oversensing of atrial signals on the left ventricular (lv) channel, consistently followed by a second larger lv deflection approximately 200 ms later. The patient also had frequent right-sided premature ventricular contractions (pvcs), resulting in right ventricular sense (rvs) and lv sense (lvs) markers with lv pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations. The lv sense vector was changed from e1-to-e2 to e1-to-can, which addressed the early lvs that had inhibited lv pacing. The device was programmed to dddr 60/115 beats per minute (bpm). This crt-d remains in service. No adverse patient effects were reported.